Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unresponsive down arrow button. The caller stated that the customer was trying to set the date after the time had reset on the insulin pump for an unknown reason when the keypad issue was noticed. The customer's blood glucose was 13 mmol/l. The caller stated that the customer sometimes wet the bed. The customer's mother stated that the customer had urinated in the bed in the morning leading up to the keypad issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump had no button response due to a flattened act keypad dome. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly.